Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns an unidentifiable patient. The patient was taking an unspecified medication for the treatment of an unknown indication. On (B)(6)2009, it was reported that the humapen memoir burgundy pen (lot number 0803c03) could not be returned to reset mode. This humapen memoir burgundy pen is associated with product complaint number (B)(4). It was unknown if the patient was the operator of the device and if the operator was a trained user. It was unknown how long the device model and reported device was used for. The device was returned on 28-may-2009 and initial assessment revealed that the pen was showing reset mode on display. It was unknown if the device model was still used.

Manufacturer narrative:
Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.